Event description:
Nellcor puritan bennett received a call from rep of user facility on 11/10/1999, who called to report the following problem: customer states that test lung continues to inflate and ventilator does not exhale.